Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced high blood pressure. The patient requested for the implantable pulse generator (ipg) system to be explanted. The ipg and right ventricular (rv) lead were explanted and the right atrial (ra) lead was capped. No further patient complications have been reported as a result of this event.